Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient felt the balloon rupture in the bladder.

Event description:
According to the available information, the patient felt the balloon rupture in the bladder.

Manufacturer narrative:
On february 13th 2025, we received one used sample. This sample was too dirty (blood and urine) so according to our procedure sba06098 "procedure de reception et de decontamination des produits", we have decided to discard and not analyze the defective product. Despite the sample conditions, we have been able to check the valve: red valve ch18 lot number 9470004. After tracking, we found that it was related to the product reference aa61184002 lot number 9875980 manufactured in july 2024 for (B)(4) pieces. The expiry date is july 2029. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9875980. This product was made by our subcontractor which was informed about this issue. Bursting issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action: CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. A similar case study was performed on folysil silicone catheter on same defect: balloon burst from january 2021 to january 2025: 186 similar cases were found.